Event description:
A transjugular biopsy was being performed when an internal catheter separated and was noted to be intravascular. A snare was used and the material was removed without harm to the patient.